Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported by a distributor, a hair was noted within the sterile package of a roadrunner the firm hydrophilic wire guide. This was found within a distribution facility; therefore, there were no adverse effects to any patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures were conducted during the investigation. A inspection of the provided photo of the unused product was also conducted. The complainant device was not returned to cook for investigation. A photo of the device was provided. Examination of the photo showed a hair-like fiber sealed inside the package. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on 3 devices; however, all affected product was scrapped, and the lot is inspected 100%. A review of complaint history found no additional complaints for this lot number. The product IFU states, "upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and examination of a photo of the complainant device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the final lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported by a distributor, a hair was noted within the sterile package of a roadrunner the firm hydrophilic wire guide. This was found within a distribution facility; therefore, there were no adverse effects to any patient.

Manufacturer narrative:
G4: PMA/510(k)#: k182985. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.